Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under (B)(4). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a thermocool smarttouch uni-directional navigation catheter and temperature was not displayed. There was no patient consequence. During procedure, the device was not displaying the temperature. The procedure was completed successfully with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of a piece of pebax was partially detached from the tip of the product returned on november 6, 2014 and have reassessed the event as reportable as this pose a risk to the patient. The awareness date for this record is november 6 because of the finding found on the product returned. The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and it was found that the tip lumen transition had a small bump and it was cracked. An x-ray of the catheter was taken and it was noticed that the t bar was slightly slid down getting caught at tip lumen transition. This condition may contribute to the bump and crack due to the fact that the t-bar is applying stress at that point. An internal action was created to address t-bar exposed/bump failure. Also during the visual inspection it was found that a piece of the pebax was partially detached from tip. A scanning electron microscope (sem) test was performed in order to identify the pebax damage. The results showed that the damage presented evidence to be induced by a sharp object due to the pattern observed on the damaged area. None of these conditions were reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for defects before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Afterwards per event description the returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires had an intermittence problem inside the dome. The customer complaint was confirmed. Management is notified of failure analysis through the monthly trending meeting. An internal corrective action was created to address the t bar sliding down issue.

Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and temperature was not displayed. There was no patient consequence. During procedure, the device was not displaying the temperature. The procedure was completed successfully with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of a piece of pebax was partially detached from the tip of the product returned on november 6, 2014 and have reassessed the event as reportable as this pose a risk to the patient. The awareness date for this record is november 6 because of the finding found on the product returned.